Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 40 mg/dl. Troubleshooting was done. Replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.